Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by an integra field engineer that on (B)(6) 2017 a xenon lightsource (00mlx) had a burnt smell and was not lighting up. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. A visual inspection found customer applied labels, surface nicks and scratches and small cracks in side panels and the power entry module was loose. Initial functional test found the unit did not power "on". The fuse holder was found to be installed in reverse. The condition was corrected and the unit powered "on". The fans were functioning but, the lamp did not ignite. There was no clicking-sound emitted from the starter board on the power supply. The customer lamp immediately ignited in the test mlx unit. The reported complaint of "no power" was confirmed. The root cause is considered user error, tampering evident.